Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 134-226 mg/dl. During troubleshooting with tandem technical support, a new cartridge was loaded and the pump performed as intended. Insulin delivery was resumed. Reportedly, a temperature change occurred to the pump prior to the occlusion alarm declaring.